Manufacturer narrative:
The valve was not returned; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, seven months and 13 days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a non-medtronic mechanical valve. The reason for replacement is unknown. No additional adverse patient effects were reported.